Event description:
It was reported that during an explant procedure to replace the superion implant that migrated wherein causing the patients stenosis symptoms to return, that the spacer had moved back into the interspinous space and the physician was unable to explant it. The procedure was aborted. The patient was referred to a surgeon for surgical removal at a later unknown date.